Manufacturer narrative:
Batch review performed on xx january 2020: lot 111243: (B)(4) items manufactured and released on 25-may-2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
About 6 years and a half after primary revision surgery for pain and radiolucency at stem level. Stem, head and liner revised successfully.